Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display unit, anesthesia control board, and power control board were replaced, and the unit was returned to service.

Event description:
The hospital reported the anesthesia machine experienced an unexpected shutdown. There was no report of patient involvement.